Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the customer comment that the stylus did not align with the cursor on the touch screen and the bezel shield assembly was replaced to resolve, and the stylus recalibrated to the touch screen. Additionally the hard drive was reconfigured and the software was reloaded and updated. The device passed final functional and system tests and no other anomalies were found. (B)(4).

Event description:
It was reported that the cursor on the programmer's display screen and the stylus tip did not align. It was further reported that replacing the stylus did not resolve the issue. The programmer was returned for service. There was no patient involvement.